Event description:
It was reported that the consultant reported on behalf of the surgeons complaint: surgeon complained to consultant after four surgeries this week: during procedures using the 2nm torque limiting handle the surgeons through the torque handle was possibly over-torquing. Also under a bright light when the handle reaches its torque a puff of white dust comes out of the handle this is report 1 of 1 for complain (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and not implanted or explanted. A review of the device history record (DHR) and product evaluation were performed: the part meets manufacturing specifications and the complaint condition is not related to the manufacturing process. Based on the DHR review and the product evaluating this complaint is deemed indeterminate from a manufacturing position. The internal components had heavy build-up o grease and moisture from the autoclaving process.